Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument for failure analysis evaluation, however the evaluation was not complete at the time of this report. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted the left inguinal hernia repair surgical procedure, the prograsp forceps instrument cable broke off inside the patient. The cable was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) was not present during the case and no further information is available.